Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device will not load needles and loses needles while stitching. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4). Additional information: date received by MFR, device evaluated by MFR?, evaluation codes. Evaluation summary: post marketing vigilance (pmv) received device opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The broken needle was broken at the swage, the most fragile part of the needle. Witness marks on the bevel wall were observed. No sheering was observed on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.